Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the patient controlled analgesia (pca) pump module displayed error message stating that "unknown syringe installed" while adding a syringe to a pca. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the complaint of an unknown syringe installed was confirmed with the photo provided by the facility; however, no further investigation of this issue could be performed because the incident device was not returned for investigation. ¿ the suspect device was not returned for this investigation; therefore, an inspection and testing could not be performed. ¿ a log analysis could not be performed as there were no device or logs returned for investigation. ¿ no conclusion could be reached from the photo received via email. ¿ see bd alaris¿ system compatible disposables tip sheet for compatible disposables with pca. ¿ the bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that use of non-compatible syringes can impact the pump operation resulting in accurate delivery, delayed generation of occlusion alarm and other potential problems. ¿ the device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of unknown syringe installed was not determined because the device was not returned for investigation.

Event description:
It was reported by the customer that the patient controlled analgesia (pca) pump module displayed error message stating that "unknown syringe installed" while adding a syringe to a pca. There was no patient involvement.